Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was reported that the sensor insertion site was at the arm and that the collar of the applicator was not pulled up on at the time of sensor deployment. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place the sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. Additionally, under section 6.5 sensor insertion step 4, it states, keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger, and pull the collar back towards your thumb until you hear 2 clicks or cannot pull back any more. This leaves the sensor under your skin and removes the needle from your body. However, a root cause for the reported missing sensor wire cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at arm on (B)(6) 2015. Additionally, the patient stated during sensor wire deployment, the collar of the sensor applicator was not pulled up on. No additional event or patient information is available.